Event description:
A 77-year old male was scheduled for scleral buckle of left eye for retinal detachment. Surgeon was using oculight gl indirect eye laser, which was set at 500 milliwatts for 300 millisecond intervals and had delivered 217 pulses. Then the unit emitted a high pitched sound and the laser delivered substantially higher power than set at pulse, causing a bigger hole in the retina. This resulted in the need for a different buckle technique, adding one additional hour of procedure time. Surgeon reports no permanent injury or disability at this time.